Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement greater than 125 ohms. The health care professional (hcp) confirmed with the electrophysiologist that the plan was to increase the shock impedance alert value to 150 ohms, and continue monitoring. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement greater than 125 ohms. The health care professional (hcp) confirmed with the electrophysiologist that the plan was to increase the shock impedance alert value to 150 ohms, and continue monitoring. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit high out-of-range shock impedance measurements, and a recent shock impedance measurement of 169 ohms was observed. It was noted that the patient is now seeing a different clinic. Technical services (ts) reviewed troubleshooting options, however no interventions were performed at this time. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement greater than 125 ohms. The health care professional (hcp) confirmed with the electrophysiologist that the plan was to increase the shock impedance alert value to 150 ohms and continue monitoring. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit high out-of-range shock impedance measurements, and a recent shock impedance measurement of 169 ohms was observed. It was noted that the patient is now seeing a different clinic. Technical services (ts) reviewed troubleshooting options; however, no interventions were performed at this time. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd), and the right ventricular (rv) defibrillation lead was surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.